Event description:
Information was received from a healthcare provider (hcp) regarding a clinician application. It was reported that for the past several weeks the hcp had been getting a lot of system errors on the tablet. They were getting a system error with code 00x18a53ef23 and service code 338. The app was also crashing and timing out in between procedures. The issues persisted even after troubleshooting so the tablet was replaced.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software, product ID: ct900d, serial# (B)(6), product type: multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 product type software product ID ct900d serial# (B)(6) product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.